Event description:
Consumer reported that the head of the sonic toothbrush disengaged during use. This is regarded as a malfunction. The incident case caused the consumer to chip a tooth and was reported as 2280705-2011-00014. Note: this report is a result of a teleconference between church and dwight co., inc. And the medical device policy branch on 09/20/2011, where clarification was provided on "reportable malfunctions." This entailed reviewing consumer complaint files from january 2009 to november 2011 to identify and submit all meeting these criteria.